Manufacturer narrative:
The investigation for the reported kbd/rotary knob issue has been completed. The product was returned, and the issue was not confirmed. Data analysis: imc logs from the complaint occurred date (6/21/2022) did not reveal any pressing on the kbd, which could also be due to kbd not responsive/ not producing any results. Power cycles were observed, but case start wizard was never entered in all power cycles on 6/21. However, imc logs on 6/23/2022 revealed that console could successfully enter case start wizard with soft key selection. Device analysis: the failure mode keyboard not responsive was not reproduced during several power cycles. The console could enter case start via pressing soft keys. Inspection of internal connections did not find any abnormalities. Per the results of the clinical review and investigation, the root cause was not determined since the failure mode was not reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that the console powered on correctly, but the soft keys were not producing results. Unable to move past start case screen with the soft keys. Attempted to turn the console off and back on without result. The console was switched out. There was no report of patient harm or injury.